Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a cataract surgery overheating of an ophthalmic phacoemulsification handpiece was occurred. Procedure was completed using another handpiece. There was no patient harm reported.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The hp was received for testing on this investigation. A visual assessment of the returned sample revealed no visual nonconformities. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to be within specification. During the burn-in test, the temperature of the hp was measured per the product design specification and was found to be within specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There has been no product returned for testing on this investigation. Therefore, the customer reported event cannot be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).